Manufacturer narrative:
User facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that the patient underwent a total knee arthroplasty in 2007. Subsequently, a revision was performed the following year, after the locking bar backed out.